Manufacturer narrative:
The sample was not available for investigation. A general reagent issue can be excluded because quality validation data were within expectations. The product labeling states: "there is no high-dose hook effect at prolactin concentrations up to 270000 iu/ml (12690 ng/ml)." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The qc was within the assigned ranges. The investigation is ongoing.

Event description:
We received an allegation about discrepant results not matching the patient's clinical picture for 1 patient sample when tested with elecsys prolactin g2 (prl2) assay on a cobas e801 analytical unit. Initial result: 344 uiu/ml. The customer questioned the initial result and repeated the sample. 1st repeat result: 2940 uiu/ml (using a dilution factor of 1:10). 2nd repeat result: 2900 uiu/ml (using a dilution factor of 1:100). 3rd repeat result: 2900 uiu/ml (using a dilution factor of 1:200). A new sample was drawn and tested on (B)(6) 2025, resulting in a prl2 value of 336 uiu/ml. The customer alleged that the lower results did not match the patient's clinical picture.